Event description:
Easy clip staple did not compress after implantation so a second staple of the same size from same lot number was used and appeared to work perfectly.

Manufacturer narrative:
Functional testing confirmed that the implant is not conform to memometal specification meanwhile historical data analysis demonstrated this is an isolated incident. The implant may have been damaged by the surgeon during the surgery. As instructed by (B)(4) huff on (B)(4) 2011. MDR reported by memometal technologies/(B)(4) as a result of a retrospective lookback of complaints resulting from the acquisition of memometal technologies by stryker corporation.